Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample analysis. Based on the investigation, it is suspected that cotton fibers may have originated from personnel clothing. Improper use of protective garments and caps by some individuals likely allowed fibers to detach from collars or cuffs and fallen inside the product due to static electricity. The product packaging inspectors missed to identify the defective product, resulting in defective product entering the market. To address and contain this issue, packaging and inspection operators were strengthened and trained in standardized operation, strengthen the sense of responsibility, and improved their awareness of product quality. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges.

Event description:
Customer reported cotton fibers were found inside the syringe, making it unusable.